Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that insulin pump had scratches on the screen as well as motor error alarm. Customer¿s blood glucose was unknown at the time of incident. Drive support cap was normal. Customer was able to rewind the insulin pump. Customer was difficult to read the screen. Customer stated that the pump has not been exposed to any high magnetic fields. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify no excessive no delivery/occlusion alarm and low battery alarm due to motor error alarms. Device received with minor scratched lcd window.